Event description:
It was reported that a pt experienced puncture wounds while wearing an elbow immobilizer.

Manufacturer narrative:
The incident device was not returned for inspection and evaluation and no lot number was given for the incident device. The MFR inspected elbow immobilizers from work in progress and no visual defects were found. Mfg was per specifications. Add'l info was requested from the user facility regarding who prescribed the pt positioner, how it was applied to the pt by the healthcare worker and what f/u protocol was followed to care for the pt while he/she was wearing the elbow immobilizer. As of the date of this report, none of the requested info has been rec'd from the facility. The MFR has not been able to determine the root cause of this reported incident with the initial info provided. If add'l pertinent info regarding this incident is rec'd, a supplemental report will be submitted at that time.